Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated various pcb assemblies during the service event. The 5 vdc power supply was evaluated and confirmed to be calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.